Event description:
It was reported that this brady lead was explanted due to unknown product performance anomaly. A new brady lead with a different model was successfully implanted. The brady lead was returned for analysis. No additional adverse patient effects were reported.